Event description:
During a resident transfer from her wheelchair to her bed, the mast of the co's lift separated from the base and caused the swivel bar to fall, hitting the resident across the bridge of her nose and area above her eyebrow. Bridge of nose sustained a 1.0 cm laceration (total extent of injury questionable at time of report). Area cleansed with antiseptic and md notified of incident. (*)device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, visual examination. Results of evaluation: design - inadequate, telemetry failure, unanticipated adverse reaction - short term, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, user education provided, none or unknown. The device was not destroyed/disposed of.